Event description:
The user facility clinic manager (cm) reported to fresenius that a blood leak occurred during hemodialysis (hd) treatment with the combiset bloodlines. Additional information was obtained during follow-up. The reported issue occurred approximately one hour and 20 minutes after treatment initiation. The issue was visually observed. The venous line disconnected from the transducer protector. No loose connections were identified. No defect or damage was noted. No serious injury or required medical intervention resulted from the reported issue. The patient's estimated blood loss (ebl) was approximately 30-40 ml. Treatment was restarted and completed successfully on the same 2008t machine with new supplies. No sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction: d10 (concomitant products) plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The user facility clinic manager (cm) reported to fresenius that a blood leak occurred during hemodialysis (hd) treatment with the combiset bloodlines. Additional information was obtained during follow-up. The reported issue occurred approximately one hour and 20 minutes after treatment initiation. The issue was visually observed. The venous line disconnected from the transducer protector. No loose connections were identified. No defect or damage was noted. No serious injury or required medical intervention resulted from the reported issue. The patient's estimated blood loss (ebl) was approximately 30-40 ml. Treatment was restarted and completed successfully on the same 2008t machine with new supplies. No sample is available to be returned to the manufacturer for physical evaluation.